Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record showed the subject device was shipped in accordance with specifications. Based on the results of the investigation and information gathered, it could be considered that the device was removed from a patient while angulated, and contacted with some hard object during the removal. Even though angulation angle was out of specification, up angulation and down angulation could be operated. IFU (instruction for use) warns regarding removal of device that disengage angulation lock and remove the device with care. Do not remove the device forcibly, in case the device cannot be removed smoothly. The suggested event is adequately detectable by handling the device in accordance with the following IFU. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Occurrence of the suggested event can be reduced/prevented by handling the device in accordance with the following IFU. Withdrawal of the endoscope 1.move the up/down angulation lock to the free ¿f ¿ position. 2 carefully withdraw the endoscope while observing the endoscopic image. 3 reprocess the endoscope and accessories after the procedure as described in the ¿reprocessing manual¿ with your endoscope model listed on the cover. If the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope is observed, contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Inspection found the device bending section was badly deformed with metal protruding (sharp) and moisture found at the "a-rubber". The video connector was found cracked and the image was observed to be noisy, distorted when angulate. The angulation was out of specification. Leak test cannot be performed due to broken bending section. Based on evaluation findings the failures found could be attributed to user handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Major peeling and joints are damaged on the bending section were reported. The bending section during a percutaneous nephrolithotomy procedure got stuck at 90 degree in patient and had problems during removal of the device resulted in major peeling. There was no patient injury reported, no user injury reported due to the event.